Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. It was reported that the controller had loose power ports. The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release.  Failure analysis was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered;  based on an investigation conducted by the manufacturer, possible root causes of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process.

Event description:
It was reported by the patient that the controller had loose power ports. The controller was exchanged. No patient complications have been reported as a result of this event.